Event description:
It was reported that there was s3- system warning alarm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the centrimag motor (serial number: (B)(6) was returned for evaluation following the reported event of an s3 alarm; however, it was determined that the motor was unrelated to the cause of the reported event. The returned centrimag motor was evaluated at the european distribution center on 02jan2025 alongside known working test centrimag equipment and the motor functioned as intended throughout testing without any issues or atypical alarms produced. The serviced and repaired unit was returned to the customer after passing all tests per procedure. Per the centrimag console investigation, it was determined that the reported event was associated with an issue with the centrimag console. The console¿s evaluation and review of the associated log file are addressed via the console investigation. The reported event could not be correlated to an issue with the centrimag motor. The device history records were reviewed and the records revealed that the centrimag motor, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 9 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 11.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including system alarms, and the appropriate actions to take if the issue does not resolve. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d; product information updated section h4: device manufacture date updated no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.